Event description:
The pt reportedly experienced loss of lock between the external equipment and the cochlear implant. Programming adjustments were made and external equipment was exchanged, however, this did not resolve the issue. Revision surgery is being considered.